Event description:
It was reported that the pt barrier rotational handle locks failed in a manner similar to an event that led to a serious injury within the last 24 months. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.